Event description:
On 2/24/98 following a stent procedure, an angio-seal device was placed in a pt's groin. During the deployment sequence when the collagen is tamped on the outside of the vessel, the physician lost tension on the suture and inadvertently tamped the collagen into the vessel. The pt developed signs and symptoms of occlusion, and was therefore taken to surgery where collagen deployment within the vessel was confirmed. The device was removed and flow restored. The pt tolerated the procedure well and was discharged in stable condition. As of 4/14/98 there has been no further report of complication or pt sequelae made to the MFR.